Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline and unable to be turned back on. A field service engineer (fse) isolated it to auxiliary drawer 4, which was causing the shutdown, and further to auxiliary half height drawer 4.2 drawer controller board. Fse replaced the drawer board, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary went offline, which located in 4d2. The screen remained black and did not power on. The customer tried with multiple power plugs and power cables. However, the issue persisted. The rear fan briefly spun for approximately 0.1 seconds before stopping, indicating an attempted power up failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.